Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: when the cartridge was placed on tissue, the cartridge fired and staples were placed, but the surgeon could not open the instrument. The knife blade was never pulled back. A new stapler was opened and 6 additional cartridges were used to reconstruct the pouch successfully.